Event description:
It was reported that during a da vinci s total hysterectomy procedure, a fenestrated bipolar forceps instrument did not obey the commands of the masters and they realized that one of the wires was not properly placed. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint; however for clarification, the nonconformance was a broken pitch cable. The pitch cable was broken at the wrist. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.